Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station database was in suspect mode. The technical support specialist (tss) dialed into the system, logged into sql server management studio and found that the station database was in suspect mode. Tss followed the knowledge article "how-to ¿ recover / repair a corrupted dsclientoltp database", scanned the database for corruption and found it required a repair allow data loss. Tss identified that an authentication required when accessing the server, escalated to technical lead, confirmed that the database was in emergency mode and fully corrupted, the station rebooted during the session and the connection became greyed out. Tss then redialed into the system, dropped the database and tried to repair medication application but failed. Tss then followed the knowledge article "medes/pas - db error 27506 during med app repair" and successfully repaired the medication application and followed the knowledge article "retrieving missing transactions from medapp and pas debug logs" to retrieve the missing data and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user unable to open the database and also the system exhibited a login failure. The customer tried to reboot the system but failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.